Manufacturer narrative:
Device received with blank display due to corroded battery tube and corroded battery tube spring. Unable to confirm battery anomalies due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and corrosion on the insulin pump. Troubleshooting was performed. Customer advised the battery leaked and the battery was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.